Event description:
Device 2 of 2. Reference MFR report # 1627487-2019-03199. It was reported that patient stopped charging their ipg as recommended, causing the ipg to become inoperable. In turn, the ipg was explanted. Note: it is unknown which ipg became inoperable; therefore, both ipgs will be reported.